Event description:
Related manufacturer report number 1627487-2022-00582. Related manufacturer report number 1627487-2022-00583. Related manufacturer report number 1627487-2022-00584. It was reported that patient experienced uncomfortable stimulation and two of the leads were bothering the patient. Two of her leads were explanted. There were no complications during the procedure. Patient was stable. It is unknown which two leads were explanted therefore all four leads are being reported.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.